Event description:
Reportedly, the subject programmer crashes during interrogation, and loses the current date when turned off.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
Reportedly, the subject programmer crashes during interrogation, and loses the current date when turned off.